Event description:
A 57-year-old male with a history of acute myocardial infarction (ami) complicated by cardiogenic shock (cgs), known coronary artery disease (cad), diabetes mellitus, and renal insufficiency was transferred from an outside hospital to our facility with an impella cp in place. The patient was critically ill, intubated, and on multiple vasoactive drips. Per report, pulses were not present prior to device insertion and remained absent bilaterally after placement. The peel-away sheath was left in, and no reperfusion sheath was placed. The patient also had peripheral vascular disease (pvd). Despite ongoing care, the patient¿s condition deteriorated, and he was changed to dnr status. The patient expired. The reported event involves a peri-procedural adverse event, ischemia, and death. The impella cp remained in use without reported performance issues. These complications are most consistent with patient-specific factors, including severe underlying cardiac disease, critical illness, pre-existing absence of pulses, pvd, and hemodynamic instability, rather than device related. Per the instructions for use, impella cp is intended for short-term ventricular support and requires careful monitoring of vascular access and perfusion. Patient-specific factors such as advanced cad, pvd, and critical illness significantly increase the risk of ischemia and mortality independent of device function. Based on available information, there is no evidence of a causal relationship between the impella cp and the reported events.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The root cause of the ischemia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.